Manufacturer narrative:
The device was not returned to olympus for inspection, however the device was evaluated at the user facility. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely failure of the pump head led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed device evaluation that the flushing pump was not working. There was no patient involvement.